Event description:
Pt's valve was replaced by codman hakim valve. After surgery pt still had bilateral hygromas. Valve was readjusted and headaches improved. Pt developed subdurals and ventricles became smaller. Surgeon does not know if valve was operating properly and requests eval of the device.